Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 21 events were reported for this quarter. Product return status: 19 devices were received. 2 device investigation types have not yet been determined. Additional information: 21 devices were not labeled for single-use. 21 devices were not reprocessed or reused.

Event description:
This report summarizes 21 malfunction events in which the device had a component detach. - 16 events had no patient involvement; no patient impact. - 5 events had patient involvement; no patient impact.

Event description:
This report summarizes 21 malfunction events in which the device had a component detach. 16 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h10. 21 previously reported events are included in this follow-up record. Product return status: 21 devices were received.